Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the rx voyager balloon catheter ruptured at 2 atm during the first inflation. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It is likely that the balloon material was damaged during interaction with other devices, and/or lesion calcification, such that the balloon ruptured below rated burst pressure during the first inflation, as no damage was noted during preparation for use. In this case, although there are no indications of a product quality deficiency, a conclusive cause for the reported balloon rupture could be determined.